Event description:
It was reported that noise and erratic impedance were observed on the egm. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Analysis found an insulation abrasion at 43.8 cm from the helix tip. The abrasion was consistent with lead friction to the ICD can.